Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 285 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that reservoir was leaking and that the inside of the reservoir compartment was also wet. Customer stated that they inserted a second reservoir and that the second reservoir has some condensation on the inside of it, underneath where the o-rings have past. The customer stated that the insulin pump had failed battery and also the insulin pump was damaged.  Advised to discontinue use of the insulin pump and revert to a back-up plan. The reservoir will be returned for analysis.